Event description:
Thermcool catheter was used on patient during afib ablation procedure. After patient was returned to recovery unit, it was discovered that patient was short of breath and wheezy. The patient was diagnosed with transient pulmonary edema. He was given 40 mg furosemide. The patient reported he was fine in a later telephone follow-up.